Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking sensation at the pocket site when he bent over. It was noted that the shocking occurred whether the implantable neurostimulator (ins) was on or off and had started in the past week. It was also reported that the stimulation was turning off and on which had occurred since (B)(6) 2014. The impedances were checked and were fine when the patient was not bending over. The impedances were checked with the patient bending over and there were xxxs on all contacts except #9. Contact 9 was 1003 ohms with reference 0. It was noted that there were no falls or trauma. It was further reported that the cause of the shocking and the device turning off and on was due to a flipped battery which an x-ray showed. It was noted that no reprogramming was needed. A surgical consultation was scheduled for (B)(6) 2014. It was later reporter that the patient was getting shocking when sitting normal. It was noted that it just came on and there were no specific dates of when it started. It was noted that it happened with the ins on or off. The patient denied falling and excessive movements. An x-ray was taken to see if the battery was twisted and they thought that it may have flipped but could not tell. The patient was able to get 6 coupling bars when charging. The patient was getting therapy relief but not great and would turn the ins on to get therapy and then turn it off again. It was noted that the patient declined troubleshooting when the manufacturing representative met with him. It was noted that impedances were run at .70. It was further reported that the patient saw a health care professional who did not think his issues were related to the spinal cord stimulation (scs). The patient was sent back to the pain management health care professional for injections. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the health care professional was supposed to give the patient some pain injections and the patient was to call the manufacturing representative with any issues. No other interventions/diagnostics were done other than the planned injection.